Manufacturer narrative:
H.6. Summary investigation: 10 photos were received from catalog 367962, lot number 3136201. The photos were visually evaluated showing the amount drawn into the tube is below the fill line on the tube label. 100 production lot in-house retention samples were inspected with 0 visible defects. A draw test was performed at the manufacturing site on 10 retention samples. All tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer's failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes were underfilling. There was no report of impact to patient or user.